Manufacturer narrative:
Pump received with broken battery tube thread noted. The test reservoir was able to lock in place. Pump received with no button response due to corroded keypad traces noted. Unable to verify motor error, battery last less than expected, rewind anomaly and no delivery alarm due to keypads not responsive. The motor was tested outside the unit and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had random no delivery alarms and battery cap had a chip on the top corner. The customer stated that buttons of insulin pump was stick when pressed and unresponsive. Customer stated that sometimes rewind took longer. Customer also stated that insulin pump had been non-responsive to a new battery. The insulin pump will not be returned for analysis.